Event description:
I purchased two starkey behind the ear hearing aids this year. The receiver/transducer sits in the ear canal. The first pair failed within 2 months. The replacements lasted about another two months. This time they produced a very loud buzzing sound in my ear. An audiologist, sitting about 5 feet away, could easily hear it. The audiologist received a third pair from starkey. I had no problem with them until this month. Now the very loud buzzing sound is back. I feel it has damaged my hearing in the left ear.